Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip tip. Image review: review of the provided image is consistent with the allegation on the crm note, piece of tip broken off. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during central processing, a piece of the tip broke off the cadiere forceps. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtained additional information that the damage was noticed in css before processing, however damage was not noted until cleaned in css. The tip was intact. The procedure was completed with the original instrument, the tip was broken sometime between removing from davinci and css and the piece was never found.